Manufacturer narrative:
Per investigation by the manufacturing site: the laryngoscope holder model göttingen (article no. 8575ka, lot pl23) was examined following a customer complaint. The investigation revealed chip formation at the thread, which confirmed the customer complaint. Further tests showed that the gear wheel rubs against the worm, resulting in pitting. Machining by grinding showed only a slight improvement. Comparison with an older gear wheel (2002) indicated that the problem lies with the worm itself. The detailed analysis confirmed that the complaint was due to a technical problem with the worm and was not a handling error. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the event description metal shards inside there is no information that the event caused a harm or serious injury to patient, user or third.